Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: during testing, there was no evidence of a damaged or cracked display. The pump was opened and no damage found on display. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.